Event description:
Pt had a mr scan that required using the synergy body coil. Pt completed the exam and did not complain of any burns to the technician. The pt left and later returned to the emergency room with a third degree burn on the left elbow. The mr system was found to be within specs. The synergy body coil was removed from operation as a precautionary measure.